Event description:
Discomfort at ipg site has resolved.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient experienced discomfort located at the ipg site. As such, the patient underwent a surgical procedure wherein the ipg was repositioned on (B)(6) 2022 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.